Manufacturer narrative:
Document review: cocr femoral ball head 36 size l - ref. (B)(4)/ lot 124828 (20 heads produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing. Six heads belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, there are no evidences that the event is device related but it is likely due to wrong evaluation during the primary surgery.

Event description:
Ref imp # (B)(4).